Event description:
A renegade microcatheter was used for a therapeutic renal embolization procedure. It was originally reported that the catheter would not release from the plastic packaging and that another catheter was used instead. However, the engineering evaluation revealed that the unit returned was broken directly under the second strain relief and that the hub and strain relief were not attached to the catheter shaft.